Event description:
It was reported unit would not power down during pm. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported unit would not power down during pm, which was not identified during the customer call. The tech support explained that it could be the switching power supply board issue with the 8015 and also supplied the customer with the part number for the board 49000915 board 24v switching power supply. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.